Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A nurse reported that an implanted intraocular lens (iol) haptic was stuck to the optic and remained there for three weeks. The iol was removed in a combined case with a retina surgeon because the implanting surgeon thought there may be vitreous in the anterior chamber, and that may have been the reason for the haptic not unfolding. This was not found to be the case and feels there might be a manufacturer error with the iol. According to the operative note, the iol was partly in the capsule and sulcus. The iol was dialed into the anterior capsule. The capsule was inspected and a small anterior tear was noted at the 10 o'clock position.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating there was a vitrectomy performed during the exchange procedure. In the surgeon's opinion, the cause of the event was due to a manufacturing defect vs. Improper iol folding. The prognosis is a good visual outcome.